Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 700 mg/dl. Health care provider thought it was insulin. The customer stated that a day later, his blood glucose went up to 500 mg/dl. The customer was advised to call back to troubleshoot. The insulin pump was not returned for analysis.